Event description:
It was reported that during a major ear mastoidectomy surgery it was discovered that the attachment device got ¿hot" and the "gears [were] not working properly." There were no delays to the planned surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown, however, the reporter clarified that the event occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition of the "gears not working properly" on the device was not confirmed. However, the device was tested and was found to have high temperature. Therefore, the reported condition that the device got "hot" was confirmed. The assignable root cause was determined to be due to worn component parts. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.